Event description:
Cassette not attached error was found during testing. There was no patient harm.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached properly alarm. Review of event history log found evidence of cassette not attached properly alarms. There was no prior service history. Functional testing was performed, and the complaint was confirmed. Replaced latch flex cable and latch lock mechanism. Device recognized cassette attachment. Performed verification testing and device passed all test criteria. Software up to date.